Event description:
Surgeon inserted a 16 f coude and the balloon would not inflate. Surgeon removed catheter from pt to troubleshoot the issue. Balloon was able to be partially inflated and it appeared asymmetrical with inflation. However, surgeon was unable to withdraw the fluid to deflate the balloon. A new catheter kit was obtained.